Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It could be confirmed that the inside of the light guide lens of the subject device was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be conclusively specified the cause of the reported phenomenon. Based on the report of olympus korea and followings, omsc presumed there was the possibility this phenomenon was attributed to moisture invaded the light guide lens of the subject device from the leakage parts. -the followings were found in the evaluation inspection at olympus korea. *there was dirt inside the light guide lens of the subject device. *there were leakages from the elevator control lever and instrumental channel port. -the instructions for safe use (IFU) instructs about; *precautions regarding physical stress *perform a leakage test after use in procedure -in the similar former cases, it had been presumed that the cause was moisture invading the device from the leakage part. If additional information becomes available, this report will be supplemented.